Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/21/2013 with the following findings:the keypad cover was found to be torn over the down arrow button. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the down arrow button was completely unresponsive. The contrast button responded appropriately. No buttons were found to be auto scrolling. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.